Event description:
The manufacturer received information alleging a ventilator is not working and the screen was cracked. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging ventilator is not working and the screen was cracked. There was no harm or injury reported. The device was returned by the customer to manufacturer service centre. The device's screen/display was cracked or damaged. The display and the front panel are replaced to address the issue.